Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter observed in the distal end cover and on the light guide lens appeared to be a dark brown matter but otherwise could not be identified. A definitive root cause of the issue could not be determined, however, due to an observed leak in the bending section, the issue was likely the result of insufficient device cleaning/reprocessing and or user handling. The event can be detected/prevented by following the instructions for use sections below: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of fluid invasion with no leakage was due to a pinhole in the bending section cover (a-rubber). Additionally, olympus staff discovered lodged foreign materials a result of wear and tear with insufficient cleaning. The following findings were identified during evaluation and are as follows: (a.) Leak at grip unit and suction body union, (b.) Due to deformation of grip, water tightness was lost, (c.) The forceps channel port had a scratch, (c.) The air/water cylinder had discoloration, (d.) The suction cylinder had discoloration, (e.) The switch box had a scratch, (f.) The right/let knob (r/l) had a scratch, (g.) The up/down (u/d) knob had a scratch, (h.) The suction connector had corrosion, (I.) The sheet holder unit had corrosion due to water leakage, (j.) The scope connector cover unit was dirty, (k.) Due to a burn on the light guide lens, illumination was uneven, (l.) Due to wear of the angle wire, bending angle in the up direction did not meet standard value, (m.) The light guide bundle was slipping down, (n.) The plastic distal end cover had foreign objects, (o.) The light guide lens had foreign objects, (p.) The bending tube was deformed, (q.) And the universal cord had coating peeling. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis exera ii colonovideoscope exhibited fluid invasion with no leakage. It was unknown when the event occurred. There was no report of patient or user harm associated with this event. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.